Event description:
A 6fr lima mach 1 guide and a .014" spartacore wire were used. A 4.0 x 15mm cutting balloon would not cross the lesion. An attempt to cross with a 2.5x15mm cutting balloon was also unsuccessful. Next the physician attempted to cross with a maverick2 mr 3.0 x 15 balloon which was also unsuccsessful. The balloon was removed and another spartacore wire was inserted as they questioned whether the first wire was through a strut. "The second wire appeared to be inferior to the first, so the first wire wire was removed." Three inflations were performed with the maverick balloon. The 4.0 x 15 cutting balloon was reinserted and inflated. When reinflating, it was noticed that the balloon was not holding pressure. An attempt was made to remove the cutting balloon, which was unsuccessful. At this point the physician was not sure whether the atherotome was on a stent strut or if it was due to the ostial lesion. The cutting balloon would advance, but not retract even with rotation of the balloon. The hub of the cutting balloon was cut off to allow the 6fr guide to be exchanged for an 8fr viking lima guide. The physician attempted to deep seat the guide in the lesion to allow the cutting balloon to be removed which was unsuccessful. The lesion was wired with an allstar wire with spartacore wire remaining in the vessel. The maverick balloon was reinserted and three inflations were performed. The physician tried to deep seat the guide again and was still unable to remove the balloon. The 8fr guide was removed and the 6fr guide was reinserted to allow for the shorter shaft of the snares. The physician placed a snare in the renal artery around the distal end of the cutting balloon and was again unsuccessful in the removal of the balloon. After multiple attempts to snare the balloon, the snare was placed around the distal end of the balloon and while pulling back, the snare broke and the cutting balloon was pulled back into the ostium. The physician pulled on the remaining shaft of the cutting balloon and the shaft broke. The cutting balloon remained in the renal artery with the remaining shaft in the aorta. The pt was sent to surgery in stable condition for removal of the balloon. The pt is reported as doing well.